Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the area has been sore and it's not getting any better. Patient said it's vibrating and they can hear it. Patient confirmed they have not had any falls or trauma. Around two weeks ago started feeling strange and it started vibrating and you can hear it. Caller stated that it doesn't hurt but that area has been sore and it's not getting any better. Caller stated that it will hurt and has to move around when sitting. Caller stated that the vibrating is randomly. Patient was walked through the steps of connecting to the ins, changing programs and adjusting to a comfortable level. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they are currently living in portugal and have not been able to find a hcp to assist the with the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.